Event description:
It was reported that this patient with a 21mm 3300tfx aortic valve, implanted for six (6) years and nine (9) months, underwent a valve-in-valve procedure due to aortic stenosis, aortic regurgitation and restricted valve. The patient presented with worsening shortness of breath with progressive chf symptoms. The tavr was performed with a 23mm 9750tfx transcatheter valve. The procedure went well and the patient was wide awake and taken to recovery following the implant.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 21mm 3300tfx aortic valve, implanted for six (6) years and nine (9) months, underwent a valve-in-valve procedure due to structural valve deterioration leading to severe aortic stenosis, mild aortic regurgitation and restricted valve. The patient presented with worsening shortness of breath with progressive chf symptoms. The tavr was performed with a 23mm 9750tfx transcatheter valve successfully. The procedure went well and the patient was wide awake and taken to recovery following the implant.

Manufacturer narrative:
Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The root cause of this event cannot be conclusively determined with the available information. However, this event is most likely impacted by the progression of the patient's underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.